Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2008 in the patient's right (od) eye. The lens was explanted at about 27 days later, due to excessive vaulting and elevated iop. The pis were opened until later. Another icl was not implanted. The patient's current best-corrected visual acuity is 20/20.

Manufacturer narrative:
Eval codes, results: a lens work order search was performed and no similar complaint was found.